Event description:
On 9/25/72 rptr received saline inflatable breast implants with valves, which protruded and left lumps under the skin. On 5/21/74 saline implants were removed and silicone implants inserted. Also rptr had removal of a fibroadenoma in left breast. She had subsequent medical problems, such as neurological problems, joint pain, muscle pain, gynecological changes, severe breast pain, and painful lymph nodes under arm and in the leg.